Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. According to the evaluation, there were traces of physical stress applied to the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied physical stress to the device by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -the distal end cover had a crack. -angulation was low due to the deterioration of angle wires. -the bending section rubber was worn. -connecting tube had scratches. -the switch box on the control unit had dent marks. -suction cylinder was shaved off. -universal cord had scratches. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During reprocessing, the user found that there was a crack at the distal end of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.